Event description:
A patient reported blood glucose results of 352 mg/dl with a lifescan meter (one touch ultra) and an unknown reading on a one touch profile (invalid comparison), performed within 10 minutes of each other. The customer service representative walked the patient through two consecutive control solution tests, and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Test strips were replaced for the patient.